Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information h6: additional information.

Event description:
It was reported that a pairing issue occurred. Product has been received, but the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was not performed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window.¿ the probable cause of the signal loss could not be determined. No injury or medical intervention was reported.